Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer initially reported ¿foreign matter¿ or precipitate with their disopa solution after use. After follow-up with the customer, it was confirmed they are thoroughly pre-cleaning and rinsing their devices prior to immersing them into the disopa solution. In addition, the customer stated they are not testing their solution for the minimum effective concentration (mec) prior to use. They stated they pour the solution into a container and discard the solution after 14-days of use. The instructions for use (IFU) states the concentration of this product during its reuse life must be verified by the disopa solution test strip prior to each use to determine that the concentration of ortho-phthalaldehyde is above the mec of 0.3%. The product must be discarded after 14 days, even if the cidex opa solution test strip indicates a concentration above the mec. There was no report of infection, injury or harm to patient(s) associated with this issue. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer does not test the disopa solution with disopa test strips for the minimum effective concentration (mec) prior to use since asp is not able to guarantee it has been high level disinfected. The customer was since been retrained to always follow the instructions for use (IFU).

Manufacturer narrative:
A review of the batch history shows all the required process checks are complete and acceptable. The lot met all specifications prior to release. Device available for return was incorrectly reported as no in the initial report and has been corrected. Device evaluated by manufacturer correction from not returned to no asp complaint ref #:(B)(4).

Manufacturer narrative:
Device evaluated by MFR: asp investigation summary: the investigation included a review of the DHR/batch history record, complaint trending by lot number, and system risk analysis (sra). ¿ a review of the lot history of the previous six months from open date was reviewed and no significant trend was observed. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Functional analysis was not performed for this issue however, a product sample was returned and tested for another unrelated reported issue. The assignable cause of the issue is due to user error and failure to follow instructions. The customer has since been re-trained to always follow the instructions for use (IFU) which states disopa solution should always be tested prior to use to determine that the concentration of ortho-phthalaldehyde is above the minimum effective concentration (mec) of 0.3%. The product must be discarded after 14 days, even if the cidex opa solution test strips indicates a concentration above the mec. The issue will continue to be tracked and trended. Asp complaint ref #:(B)(4).